Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a size 6 accolade ii 127 deg was reported. The event was confirmed. A review of the provided medical history, office notes, operative report, and x-rays by a clinical consultant indicated: the pattern of pain ¿radiating down the leg and complaining of numbness¿ in the event description, along with the MRI findings in the lumbosacral spine all suggest lumbar radiculitis as the source of the complaints noted in the event description. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant indicated that this patient¿s symptoms are most likely from lumbar radiculitis. There is no evidence that factors of faulty or prosthetic design, manufacturing, or material are responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following other hip devices were added in this report: acetabular dome hole plug; cat# 2060-0000-1; lot# mld25p. Primary tritanium hemi cluster hole cup 56mm; cat# 502-03-56e; lot# mldaw9. Trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# mjnn81. V40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mlan6x. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient has pain and experiences numbness.

Event description:
It was reported that the patient has pain and experiences numbness.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).